Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a chiller pump failure. It was confirmed that the arctic sun was not cooling. The chiller pump was replaced. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failed in water cooling. Per follow up information received via email on (B)(6) 2024. They repaired the device on the customer site. The issue was cooling malfunction. Defective part was chiller pump, they replaced the chiller pump, and the issue was resolved. No patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failed in water cooling. Per follow up information received via email on 08feb2024. They repaired the device on the customer site. The issue was cooling malfunction. Defective part was chiller pump, they replaced the chiller pump, and the issue was resolved. No patient involvement was reported.